Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: 13 days post procedure. It was reported via a trial that 13 days post rx acculink stent implantation in the left internal carotid artery the pt was hospitalized for a lacunar stroke possibly due to plavix resistance. Plavix was stopped and prasugrel was started. Aspirin was continued. The event was considered to be resolved on (B) (6) 2010 and the pt was discharged to home on (B) (6) 2010. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Stroke may occur during this type of procedure and as listed in the instructions for use (IFU), stroke is a known potential adverse event associated with the use of product. In this case, there was no reported product deficiency. Although a conclusive cause for the reported pt adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacturer, design or labeling. Review of the device history record of this lot did not reveal any non-conformities associated with this lot number.